Event description:
It was reported, the flex video scope experienced no image. The issue occurred during preparation for use in an unspecified therapeutic procedure. There was no reported delay. The procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found error e216 (scope communication), and due to damage on the charge coupled device unit, the monitor had a black screen with no image. The adhesive around the objective lens was peeled off. Due to damage on the charge coupled device unit, a b30 error (scope communication) was displayed. Based on the results of the investigation, it was mostly like that the cause was due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or parts mounted on the electrical circuit board such as integrated circuit chips and capacitors broken, may have resulted in the subject event. It is suggested the user handle the device in accordance with IFU. However, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.3 ¿inspection of the endoscope¿ describes how to inspect for the subject event. Instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject events. Additionally, the evaluation found that switches (1, 2 & 3) were non-operational, the distal end, the tip metal section, the universal cord, and the bending section cover, the light guide snake tube, all was scratched. The adhesive was chipped, and the video connector was cracked. The device history review was reviewed, and it was confirmed the device was shipped in conformity within specifications. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, to isolate the cause of the subject event "the screen was black with no image (the image was restored)", the video connector was reassembled by replacing with the factory-owned test part to check again the endoscopic image. As a result, the defective event recurred. Therefore, the image sensor side was proved to be faulty. To narrow down the defective points furthermore, the resistance value of the image signal cable was measured. As a result, the signal cables were proved to partially short circuited each other. Insulation failure along with it is determined to have caused irregularities of image signals. Regarding the cause of short-circuit for the signal cables, since scratches like being grazed were observed on a-rubber, there is a possibility that physical external stress exercised an impact, static electricity was applied to the electrical contacts, or overcurrent occurred due to connection/disconnection of the video connector while the system was powered on. Then, it may have led to breakage of the signal circuit in the image sensor. However, further analysis for the actual item was hardly conducted since the defective point was in the image sensor. Therefore, the root cause of the subject event was unable to be specified. Additionally, it is likely external stress may have caused the subject event "the objective lens glue was peeled off" since external scratches were observed on the distal end section. Although it is hard to identify what kind of external stress was applied in particular, possibly it may be bumped during transportation, interfered with peripheral equipment during reprocessing, and others. Olympus will continue to monitor field performance for this device.